Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 3.2. Patient got venipuncture at lab and used drop from venipuncture sample on inratio2. Patient's coumadin dose was increased as a result of low result on the inratio2. Customer usually gets dialysis about noon on mondays and then tests on inratio at 10 am on wednesdays.